Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a percutaneous lead, on (B)(6) 2009. It was reported that the pt received ineffective stimulation. Diagnostic tests revealed invalid impedance reading on two lead contacts. The pt was reprogrammed, and the affected lead contacts were not used. As a result, the pt reported good stimulation coverage. No further issues were reported.